Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turned on and then off which was reproduced during evaluation. The unit was turned on and then it turned off alone, without pressing the off button. The device turned on and then it turned off was verified through a review of the event history log. During visual inspection evaluation the wireless battery module was found damaged. The unit was tested with new wireless battery module and it was able to work properly. It was turned on and was able to still on. Also, the improper shutdown message does not present again. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and then off without user input. The problem occurred in the medicine area. There was no patient involvement. No additional information is available.